Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient underwent implantation of the prosthesis on (B)(6), 2022 after the previous implant malfunctioned and was removed. On march 6, 2026, this device began to exhibit mechanical defects/ a defect in its functioning mechanism [inflation issue]. The patient consulted the physician, who informed him that revision surgery and the implantation of a new prosthesis would be necessary. The revision surgery has not yet taken place.